Event description:
Philips received a complaint by the customer on the v60 indicating that the v60 was unable to be put in standby mode. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The customer called in to report that their v60 was unable to be put in standby mode. It was noted that the average air reading was -.02. The remote service engineer (rse) advised the replacement of the flow sensor assembly. The rse then provided the customer with the flow sensor assembly to order and replace. The investigation is ongoing.

Manufacturer narrative:
The customer called in to report that their v60 was unable to be put in standby mode. It was noted that the average air reading was -.02. The remote service engineer (rse) advised the replacement of the flow sensor assembly. The rse then provided the customer with the flow sensor assembly to order and replace. Multiple attempts have been made to try to obtain further information about this case, but no response received from the customer.